Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with angina. Per coronary angiogram, 80% stenosis in the distal diagonal coronary artery was noted. A 2.75 x 23 mm xience xpedition stent was implanted in the distal diagonal coronary artery, heavily calcified lesion without reported issue. Post implantation, an edge dissection occurred, treated with another 2.75 x 23 mm xience xpedition stent. There was no additional patient sequela reported. There was no additional information provided.